Manufacturer narrative:
Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 5120635 / 5137670, model/catalog description: linear st lead kit 70 cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient was experiencing a lot of pocket discomfort and difficulty charging the ipg. It was als reported that the patient developed an infection on the midline incision site. The patient underwent an explant procedure.